Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: neu_unknown_cath, serial# unknown, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding implantable infusion systems on (B)(6) 2017. It was reported that the hcp had experienced ¿tubing¿/catheter microfractures in the past which had already been reported as manufacturer's representatives were there. It was indicated that the hcp had no other patient information or further event details related to these issues stating they occurred ¿a long time ago.¿ additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was noted that their clinic had 50 pump patients and that they had been doing pumps for about 20 years. It was reported that the clinic had also done a lot of dye studies, some of which were positive, some of which were negative, and some of which were sent to surgery. It was indicated that the hcp could not remember many of the requested details and did not have the information readily available. No further information was provided. No further complications were reported or anticipated.